Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was completely black, without any graphics or text. Customer's blood glucose was 350 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.